Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities, exhibited inappropriate mode switches associated with atrial oversensing of ventricular pacing.